Event description:
The surgeon had performed a makoplasty partial knee arthroplasty procedure on (B)(6) 2013. The patient presented with a post-operative infection, and the surgeon performed an incision and drainage (I&d) procedure and a swap of the onlay insert component.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The internal evaluation concluded that this was a simple incision and drainage procedure to swap the poly tibial component in an effort to remove any present infection and prevent any further infection. The surgeon concluded that the infection did not result from the original makoplasty procedure or the implants.